Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this patient with pacemaker device experienced infection, erosion and tachycardia. Additional information indicated that the patient felt the device was beating. Boston scientific technical services (ts) recommended patient to discuss further with the physician. This device was explanted. No additional adverse patient effects were reported.